Manufacturer narrative:
Additional information added in b5. Investigation results: the complaint that the safety did not retract properly could not be confirmed. One fully retracted needle from an 18ga insyte autoguard bc device from lot: 4059388 was returned for investigation. No damage or defects were noted that would cause the needle retraction failure. The complaint that the blood control valve did not work was confirmed from the circumstantial evidence that was observed on the returned needle and shield. What appeared to be blood residue was observed within the grip and around the button, which suggests that blood likely leaked; however, the root cause of the leak could not be determined since the IV catheter was not returned for investigation. The instructions for use (IFU) warn that leaving the needle tip within the catheter hub for a prolonged period may result in blood leakage. Blood leakage from the catheter hub may occur unless a secure luer connection is made within 10 seconds. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
Could you please clarify if the medical practitioner was exposed to blood for bodily fluid, or if this was merely a concern. Just a concern.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle retraction failure. The following information was provided by the initial reporter: safety did not retract properly.